Event description:
On (B)(6) 2008, the patient was implanted with an scs system. The patient said they suddenly lost stimulation and when the rep checked the lead impedance, it showed all the contacts were invalid. The patient told the rep that they had not fallen or had any other traumatic events. The patient had been without stimulation for approximately 2 weeks. The physician ordered the lead to be replaced. The rep was going to check the lead impedances again on the day of the surgery, but the patient did not bring their programmer and there wasn't one available. The physician replaced the old lead with a new lead and the patient was able to resume stimulation coverage.

Manufacturer narrative:
Evaluation method- the device history and sterilization records were reviewed. Results- the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.